Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the leg on (B)(6) 2017. At 9:45 am, the patient started having a seizure due to a low bg. The patient¿s husband called the emergency medical technicians (emts) and when they arrived at the house at 10:03 am, they administered the patient with glucagon. The patient was transported to the hospital and was treated with 2 tubes of glucose, a pack of crackers and zofran. It was indicated that the patient was released from the hospital the same day. At the time of contact, the patient was feeling nauseous. Additional patient or event information is not available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The sensor was inserted into the leg. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.